Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 6 femur; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right knee was revised due to pain. Patient was revised from a size 6 femur and 6x11 insert to a size 5 ts femur, stem, augment, and 6x9 ts insert.